Manufacturer narrative:
Investigation summary: bd received 2 photos for investigation. The photos showed red foreign material resembling blood, indicating that the tube was used. There is no blood used in the manufacturing process, so this defect would not have been caused by bd. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: foreign matter - biological. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® lh pst¿ ii plus blood collection tubes, a foreign object was seen inside of 6 tubes. No adverse impact was reported regarding the patient or user.